Event description:
It was reported that during the laminotomy surgery, the reported device failed to operate. The green power light was on, but screen would not display and the drill would not spin. The procedure was cancelled after a 30-minute delay because no replacement device was available. The case was moved to the following surgery day. There were no reports of injuries to the patient or third party.